Event description:
It was reported that an intraocular lens (iol) had a broken haptic. The patient status was reported as unknown. It was also reported that it was unknown if there was patient injury. No other information was available.

Manufacturer narrative:
Information unknown/ not provided. Per regulation (B)(4) general data protection regulation, patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Telephone number: (B)(6). Other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
.Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 20 october 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint handpiece showed that the lens was stuck inside of the cartridge and overridden by the plunger rod. The plunger rod could be observed to be advanced to the cartridge tip and a detached haptic was found stuck in the cartridge tip. The handpiece was disassembled and the assembly was inspected. No assembly issues that could cause or contribute to the observed issues could be identified. The lens was removed from the cartridge and cleaned, revealing no further issues with the lens. The complaint issue of haptic damaged was not confirmed, however, the observed haptic detached is similar to the reported complaint issue. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.